Manufacturer narrative:
Eval result: release rod, linkages, release valve.

Event description:
It was reported by svc report that the stretcher drifts down with weight on it. No pt involvement or adverse consequences are reported.